Manufacturer narrative:
.

Event description:
Per the clinic, the patient developed cholesteatoma resulting in the decision to explant the device. The device was explanted on (B)(6) 2022, and the patient was reimplanted with another cochlear device during the same surgery.